Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd maxzero¿ needleless connectors experienced leakage from the luer lock. The following information was provided by the initial reporter: leaking in the connection of the maxzero with the syringe was observed in some opportunities. The leak persists even after disconnecting the syringe a few times.

Manufacturer narrative:
H6: investigation summary a mz1000-br product was not available for investigation; and details of the lot number were not provided. As part of the investigation, the customer provided a photograph and video of the affected sample; analysis of both identified leakage at the connection between the syringe and the female luer of the mz1000-br product. However no visible damage which could have contributed to the leakage could be seen on either product. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed potential damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience.

Event description:
Leaking in the connection of the maxzero with the syringe was observed in some opportunities, as evidenced in the image and in the attached video. The leak persists even after disconnecting the syringe a few times. These leaks are occurring exclusively with 10ml syringes - bd brand. On 04/26/2022: add info received. Could you please, if possible, inform us of the possible lots affected? There is no specific batch. Was there any harm to the patient/health worker? (Detail) no. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) no. Has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) no. What medication was being administered? Saline. Is it informed in the attachment that it has images and videos, could you please send them to us? Attached. Was there a notification to anvisa? If so, what is the notification number? No. On 05/11/2022: add info received. Please confirm if any cracks or damage has been observed on the affected product. Leaking in the connection of the max zero with the syringe was observed on some occasions, as evidenced in the image and video attached. The leak persists even after we disconnect the syringe a few times. How much is affected? Observed in several different lots. Replacement information received.